Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported via social media that the patient passed away. The patient's child report that their father (patient) passed away three weeks ago from the day of this report ((B)(6) 2024). There was no reporter information provided to perform follow up attempts for additional information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.